Manufacturer narrative:
(B)(4)(B)(6).

Event description:
According to the reporter during a bypass procedure, a piece of plastic detached from the trocar in the front. The device did not fall into the patient cavity. Another device was used to correct this condition. Surgical time was not extended.

Manufacturer narrative:
(B)(4).